Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer fainted and was hospitalized with high blood glucose of 53mmol/l. The mother called the ambulance and the customer was admitted for one day. It was mentioned that the customer experienced high glucose for seven days. The mother stated that according to the carelink report, the customer did not provide enough insulin amounts. The displacement, high pressure, self test, and prime tests were performed and passed. The drive support cap did not appear to be damaged. The caller stated that the insulin pump did not alarm when some of the insulin was not delivered. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
The pump passed the delivery volume accuracy test.